Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate and troubleshoot the reported complaint. The fse replaced the mtm as a precaution and replaced the rj-45 connector due to physical damage. The system was tested and verified as ready for use. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtm part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce nor confirm reported complaint of "the surgeon was not able to move arm 2". A visual inspection was performed. Then, the mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issue. Tests performed via matlab also passed. There were no issues found on the mtm 2. The affected rj-45 part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for the xi system ( B)(4)) reported in this complain and confirmed an error 23003 pointing to the left master tool manipulator (mtm). Based on the information, this complaint is reportable because system unavailability after start of a surgical procedure (first port incision) led to the procedure to be converted to another da vinci system. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was not able to move jaws on arm 2. Prior to calling in, the staff swapped the instrument and was already in a process of changing out the drape. The instrument was installed but the instrument would not move. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer emergency stop (e-stop), remove instruments, and restart the system; however, the issue persisted. Then, the customer received an error 23003 on the left master tool manipulator (mtml) and was able to clear it. The system would go into following but arm 2 wound not move. The site swapped the arms and still was not able to move arm 1. The tse suggested to emergency power off (epo) and restart; no success. During troubleshooting, the customer received another error 23003 pointing to the mtml. The log review was showing that the surgeon was taking control of the arm but was not able to move it. The site decided to swap out the surgeon side console (ssc) and proceeded with the case. The site completed the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.